Event description:
An authorized service ctr for the MFR (mckinley medical) reported a complaint received from a user facility. The user facility returned an electromechanical ambualtory infusion pump, stating that it had a condition of under delivery. The degree of under delivery was not provided by the user facility. There is no report of pt injury.